Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned with original packaging with the batch number of the complaint on the label. The color scheme of the device matches the print. There are no visible defects until the inner blade is pulled out of the outer blade. The inner blade has fractured at the proximal end of the curve in the tube shaft. The distal end of the inner blade remains inside the outer blade. Bio debris was present. A functional evaluation could not be performed on the returned device due to the damage hindering the inspection/evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences (excessive force/side-loading the device during use, or an impact event inconsistent with normal use). Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an arthroscopy, the plus curved blade tip stopped oscillation, and the tip remained in the shaver. The procedure was completed using a s+n backup device. There was no surgical delay. No further complications were reported.